Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The false air in line alarms were verified. The cause was determined during a visual inspection to be cracks on the upstream sensor flex tail. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept alarming for a false air in line . There was no patient involvement associated with this event. No additional information is available. Called and spoke to (B)(6) (biomed) in regards to clarification of the reported symptom. He stated that the device kept alarming for a false air in line error.